Event description:
Through journal article "dual-port and single-port tissue expanders in postmastectomy breast reconstruction: a retrospective cohort study", healthcare professional reported left side seroma, "skin necrosis", "surgical site infection", ¿dehiscence¿, "hematoma", ¿pain interference¿, and implant exchange from textured to smooth due to patient's concerns with the product. The devices have been explanted. This record is for the left side.

Manufacturer narrative:
Article citation: chiang, sarah n et al. ¿dual-port and single-port tissue expanders in postmastectomy breast reconstruction: a retrospective cohort study.¿ journal of plastic, reconstructive & aesthetic surgery : jpras, s1748-6815(23)00520-x. 15 sep. 2023, doi:10.1016/j.bjps.2023.09.019. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: seroma, "skin necrosis", "surgical site infection", ¿dehiscence¿, and implant exchange from textured to smooth due to patient's concerns with the product.